Event description:
On 27 september 2022, the complainant contacted leica biosystems and the following complaint information was documented: "after speaking with [name], they have experienced under processed tissue for the past few days since friday of last week, about 200 specimens are raw/ underprocessed breast bx, colon bx, cell blacks all reagents have been changed prior to the call, 2hr xylene standard and 10 hr xylene standard protocols are used tissue carriers are filter bags cassettes used are not mesh, unsure of carryover value." On 28 september 2022, the assigned leica field applications specialist ii - core histology, USA (fas) visited the customer site to provide applications support. The fas documented that the patient tissue samples exhibiting sub-optimal processing were derived from "at least 4 between 9/23/2022 and 9/27/2022" processing runs comprising a total of 350 cassettes, which had been executed in either retort a or b using the 2 hour xylene standard protocol or the 10 hour xylene standard protocol. On 13 october 2022, leica biosystems melbourne received the following information from the assigned leica field applications specialist ii-core histology, USA: "the pathologist told me in person on sept. 28th, 2022 that several cases were undiagnosed, he guessed at least 4 cases, however the lab manager has not provided me with further details." The complainant has been requested to provide an identifier, age or date of birth and gender for each of the undiagnosable patient cases. This information has not been received as at 21 october 2022.

Manufacturer narrative:
The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 17:04pm on 21 september 2022. The facts indicate that a user did not complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the manufacturer instructions detailed of the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run, because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Event code "16" and the following associated message was displayed to the user at 18:20pm on 20 september 2022: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 5"; and event code "18" with the following associated message was displayed to the user on three (3) occasions at 17:03pm on 21 september 2022 and two (2) occasions at 17:04pm on 21 september 2022: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 5." Bottle 5 (ethanol) was not in contact with the corresponding sensor for six (6) seconds at 17:04:04 on 21 september 2022 and four (4) seconds at 17:04:30 on 21 september 2022, which is not sufficient time to replace the reagent in this bottle in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ll user manual entitled <replacing reagents-manual> in either instance. The station properties for bottle 5 (ethanol) were reset at 17:04:04 on 21 september 2022, with a user affirming in the graphical user interface (gui) that the ethanol concentration in bottle 5 was to be set to the default value of 100%. The properties of the reagent in bottle 5 (ethanol) prior to these user actions were recorded in the instrument logs as: ethanol, concentration=76.0%, cycles=88, cassettes=6774 and days=91. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 5 (ethanol) with an ethanol concentration of 76.0% was used for the final dehydration step of the six (6) tissue processing runs, which either started or completed between 17:05pm on 21 september 2022 and 03:12am on 27 september 2022, from which sub-optimal processing of patient tissue samples was reported by the complainant. Manufacturer evaluation of the instrument logs and the information available indicates that the instrument functioned as designed during execution of the six (6) tissue processing runs, which either started or completed between 17:05pm on 21 september 2022 and 03:12am on 27 september 2022. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer (fse) was not dispatched to assess the operation and function of the instrument in association with this complaint.